Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn¿t work. Therefore, the tip of the needle was removed without being stored in base. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfrf005 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty activating a safety mechanism was confirmed. The product returned for evaluation was one 22 g x 0.75 in. Safestep infusion set with a valved y-site. The returned product sample was evaluated, and the needle was observed to be slightly bent just distal to the plate of the safety mechanism. This slight bend caused difficulty in activating the safety mechanism. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access the needle tip was barbed suggesting contact between the needle and port base force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn¿t work. Therefore, the tip of the needle was removed without being stored in base. There was no reported patient injury.